Event description:
It was reported that the lead showed poor r-wave sensing. However once inside the pocket, the lead was tested and showed fair sensing and good thresholds. During threshold testing of the new device, the device failed to terminate ventricular fibrillation with both a 25 joule and a 30 joule shock. The svc coil was tested again, but failed to terminate at 30 joules. The svc portion of the high voltage lead was capped and replaced by a new subcutaneous high voltage lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.